Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 655mg/dl and sensor glucose and blood glucose differences. The customer treated with insulin. Customer indicated that the high blood glucose was due to an extra bolus that was administered. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. The value of 655 that was documented is in reference to the time, 6:55pm, when customer delivered his first bolus. The device did not contribute to a reportable serious injury or to a reportable malfunction.

Event description:
The customer stated his blood glucose was 250 mg/dl, the customer did not know what his blood glucose value was at the time of administering an extra bolus.